Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : the gladiator elite 7.0 x80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 8mm distal of the distal markerband and extending approximately 34mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues or damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at below working pressure. The device was pulled out and completely removed.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at below working pressure. The device was pulled out and completely removed.